Event description:
Customer's mother reported that customer was hospitalized for low blood glucose. Customer's mother stated that the pump gave the rewind message during pump set up change and did not exit the preparing to prime loop. She also stated that when priming customer was accidentally connected to pump which caused hospitalization.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.